Manufacturer narrative:
(B)(4). Approximate age of device - 7 days. The patient remains on lvad support. A correlation between the device and the reported ischemic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that one week post-implant the patient suffered an ischemic stroke with left sided weakness. The patient had ataxia of the left upper extremity and dysdiadokinesia with foot tap on the left, consistent with a left cerebellar infarction. A head CT scan showed a left cerebellar hypodense lesion worrisome for acute or subacute stroke. The patient was on warfarin and IV heparin at the time of the event. The patient was discharged on (B)(6) 2016 and continues on vad support. It was reported that no interventions were performed in response to the event. The patient continues to have neurologic dysfunction. No additional information was provided.